Manufacturer narrative:
Zimmerbiomet complaint number cmp ¿ (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant was removed due to a fractured at the implant collar.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified bone debris on the external threads and that the implant was fractured at the collar. Functional testing could not be performed since the product was fractured. A pre-existing condition was not noted on the per form. Bone density was unknown. The reported device had been placed on tooth #15 (fdi) for approximately 5 years and 6 months. DHR review for the lot 63441390 had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63441390 for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.